Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that the celldyn sapphire analyzer generated a discrepant platelet result of 1054x10e3/ul. The sample was repeated and a result of 301x10e3/ul was generated. A new sample was obtained and and the platelet result was 308x10e3/ul. The elevated result was not reported. There was no report of impact to patient management.